Event description:
It was reported that a 22mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 12f amplatzer torqvue 45x45 delivery sheath. The patient had a pre-existing atrial fibrillation. The patient's left atrial pressure was above 12mmhg. Transseptal puncture was medial mid. The patient's activated clotting time (act) levels were within IFU range. During the procedure the occluder was partially re-captured twice. The occluder was implanted. Four hours post procedure the patient coded. The code lasted 40 minutes. A circumferential pericardial effusion was detected which developed into a cardiac tamponade. A pericardiocentesis was performed. Surgery was also performed to determine if there was additional damage to the pericardial effusion. The occluder remained implanted. The patient was intubated. The patient's blood pressure was low and heart rate was in the 60's. The user believed the occluder caused the pericardial effusion. The patient status was on comfort care.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
An event of patient-device incompatibility (implant related to tissue damage) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported implant related to tissue damage, pericardial effusion lead to cardiac tamponade and bradycardia could not be determined. The patients of cardiac arrest and hypotension were the cascading effect of cardiac tamponade. The reported hospitalization, unexpected medical interventions, and surgical intervention were resulted of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.